Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/20/2011 device evaluation: the pump has been returned and evaluated by product analysis on 11/28/2011 with the following findings: a review of the pump history indicated that nine prime events occurred after a cartridge change on (B)(6) 2011. There was no evidence of a pump malfunction noted in the pump history. During testing, the pump appropriately displayed a message for the user to disconnect at the rewind and prime screens. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
It was reported that the patient was hospitalized after she experienced hypoglycemia. The patient reported that her blood glucose (bg) was between of 54 and 120mg/dl at home; she was unable to provide any additional bg values and did not report symptoms of hypoglycemia. She stated that she was transported to the hospital via car and declined assistance from customer support to call 911. She said that she was hospitalized overnight and treated with intravenous glucose. The patient stated that she cannot remember exactly what happened prior to the incident; she said that she filled the cartridge with 200 units, completed some or all of the prime/rewind steps, and noted that 180 units insulin was remaining. The patient cannot recall if the pump was connected to her infusion site during the steps of this routine cartridge replacement. The patient could not provide any other reason for the event other than an inadvertent infusion. This complaint is being reported because the patient experienced a hypoglycemic event as the result of use error.